Event description:
As reported: "anchorage 2 cp reamers have been shipping dull. They do not cut into the bone. Our surgeons have been using anchorage 1 cp reamers for anchorage 2 cases as a backup¿but that isn't ideal as they are not the same size".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.